Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that communication with the pc failed. The pse considered that the communication failure was due to a malfunction of the central processing unit (cpu) printed circuit board assembly (pcba) and sent a quote to the customer for approval. Once the customer accepted the quote, the pse replaced the cpu pcba and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during periodic checking in the medical examination (me) room, it was impossible to communicate the device with the in-hospital electronic chart-the customer reported that the same baud rate and code as other purchased devices were used, but this device was not responding. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, no medical intervention or delay in therapy was reported. The customer therefore requested assistance with checking to see if a failure on the device side was the cause. Investigation is ongoing.

Manufacturer narrative:
E1 reporting institution name: reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6).